Event description:
It was reported that the customer received a button error on the insulin pump, following possible exposure to perspiration. The customer's blood glucose was 135 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at electronic or motor assemblies, per visual inspection. The insulin pump was received with a cracked case at display window corners, reservoir tube and battery tube threads, as well as minor scratches on the display window.